Manufacturer narrative:
Results: two picture samples were received for evaluation by our quality engineer team. Upon examination, the septum was observed to have a yellow tint to it and foreign matter was observed within the column of the septum. The foreign matter could not be identified as no physical samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. Without the physical sample for analysis, a root cause cannot be determined for this instance. Conclusion: without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Root cause: relationship of device to the reported incident: indeterminate.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter "hair like" was found inside a bd q-syte luer access split-septum stand-alone device during use. There was no report of injury or medical intervention.